Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient went to the emergency room and eventually got hospitalized due to diabetic ketoacidosis on (B)(6) 2026. The blood glucose level was 600 mg/dl and the patient was treated with intravenous and fluids of saline and insulin correction bolus via pump. Patient found positive for ketones. Patient released from the hospital on (B)(6) 2026. Patient reported pain at infusion set insertion site during use and there is swelling and pus at insertion site.